Event description:
It was reported that the ventilator turned on and off by itself with an audible alarm while connected to a pt. No pt harm reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 412 mg/dl, 132 mg/dl, and "around 132" mg/dl mg/dl within 10 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.